Manufacturer narrative:
The device was not returned for analysis. The incrementing probe with standard prass tip carries stimulation current from the console, via the patient interface, to the patient. It also provides the surgeon with the means to adjust the stimulation current at the surgical site. All probes are single use devices. This device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. Without return of the device, it cannot be determine whether or not it failed to meet specification. The relationship of the device to the reported incident is unclear. Nothing has been returned to the MFR for evaluation - neither the device in question, applicable imaging films, nor medical records. The report is inconclusive as to the cause of the reported product problem. It should be noted that there are many non-device related issues that can block a completed electrical circuit or inhibit a response: such as the use of paralytic anesthesia agents; non-conductive/dry tissues, or a nerve fatigued by overstimulation. In addition, damage to the device or misuse can lead to a device malfunction. When such situations occur, the surgeon can falsely misinterpret the information as a negative, i.e. That a nerve is not present when it really is present. When information suggests that the nim equipment malfunctions, it is assumed that the failure was device-related and may be gone undetected. In this case, the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. The nim system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate method, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.

Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a probe stating "nothing happened when item was inserted by the nurse." There was no suggestion of patient injury. Testing/repair did not confirm the reported event. The available information indicates the probe "did not work" intraoperatively, which suggests that it was not stimulating/delivering current, and the user was not alerted by a system alarm, warning screen or error message. If the probe is not stimulating/delivering current and the user has not been altered to this malfunction this could potentially result in false negative. False negative could potentially cause injury to the patient by failing to identify a nerve. At this time we are unable to confirm whether the customer received any error messages or alerts of the fault. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.